Event description:
It is reported that the patient is at stage 3b osteolysis.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. The probable cause of osteolysis related to the nk-ii system has been extensively investigated in the past, but no root cause was able to be identified. (B)(4). Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.